Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved issue independently by changing tubing set and cartridge and successfully resumed insulin.